Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system misidentification of panels. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: systematic problems in the results of the different phoenix panels, where very high mics have been observed for vancomycin, this is a previously declared problem, which forces us to repeat a large number of studies by vitek. Recently, inconsistencies in the results of the cpo panel and 406; where, for example, using the same mcfarland inoculum of a clinical strain and under the same conditions, 3 panels have been inoculated and these showed different results with mic jumps greater than one dilution. We also presented problems in the results of quality controls. As background, I contacted the isp and they told me that they have observed an anomalous behavior in the results of the panels, especially in 89.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k020321 and k040099. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that while using the bd phoenix¿ m50 automated microbiology system false susceptible results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: systematic problems in the results of the different phoenix panels, where very high mics have been observed for vancomycin, this is a previously declared problem, which forces us to repeat a large number of studies by vitek. Recently, inconsistencies in the results of the cpo panel and 406; where, for example, using the same mcfarland inoculum of a clinical strain and under the same conditions, 3 panels have been inoculated and these showed different results with mic jumps greater than one dilution. We also presented problems in the results of quality controls. As background, I contacted the isp and they told me that they have observed an anomalous behavior in the results of the panels, especially in 89.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system false susceptible results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: systematic problems in the results of the different phoenix panels, where very high mics have been observed for vancomycin, this is a previously declared problem, which forces us to repeat a large number of studies by vitek. Recently, inconsistencies in the results of the cpo panel and 406; where, for example, using the same mcfarland inoculum of a clinical strain and under the same conditions, 3 panels have been inoculated and these showed different results with mic jumps greater than one dilution. We also presented problems in the results of quality controls. As background, I contacted the isp and they told me that they have observed an anomalous behavior in the results of the panels, especially in 89.

Manufacturer narrative:
H.6 investigation summary: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported that they were having issues with multiple panel types on the instrument, across both patient and qc samples. They advised that the failures were occurring across a number of micro-organisms, but most prominently on e coli. The customer advised that they performed gram staining and manual sub culturing to confirm the results, and that when they expected a result of susceptible for cephalosporins, they instead received a result of resistant for cephalosporins. Upon follow-up with the customer by bd remote services, the customer advised that the instrument was operating correctly. No further actions were requested, and as such the root cause is not known and this is considered an unconfirmed failure of a bd product. No parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases related to this failure mode. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system false susceptible results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: systematic problems in the results of the different phoenix panels, where very high mics have been observed for vancomycin, this is a previously declared problem, which forces us to repeat a large number of studies by vitek. Recently, inconsistencies in the results of the cpo panel and 406; where, for example, using the same mcfarland inoculum of a clinical strain and under the same conditions, 3 panels have been inoculated and these showed different results with mic jumps greater than one dilution. We also presented problems in the results of quality controls. As background, I contacted the isp and they told me that they have observed an anomalous behavior in the results of the panels, especially in 89.